Event description:
Urine sample tested negative for protein and blood. Urine strip was repeated on the same analyzer, recovered 3+ positive result for both protein and blood. The urine was also tested on a new strip and read visually by technologist, this strip also read positive 3+ for protein and blood. The result of positive was reported for both protein and blood. If add'l info is received, appropriate notification will be provided.